Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited damaged fiber bonding in the outer tube area and foreign material on the light link connector plug of the video cable section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.